Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a blood glucose value of 26 mg/dl. The customer treated with food and glucose tablets. The customer's blood glucose during the call was 240 mg/dl. The customer had been using the insulin pump system within 48 hours of the low blood glucose event. The customer was not using the auto mode system. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.